Event description:
It was reported that during follow-up an asymptomatic patient had reoccurring episodes of ventricular pacing and failure to capture threshold. The patient had intrinsic underlying rhythm of atrial fibrillation. A decrease in r-waves was also observed. Programming changes were recommended. The lead will be replaced along with the device when it reaches eri. The patient is stable.

Manufacturer narrative:
(B)(4).